Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had tube push off and did not fill. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had tube push off and did not fill. There were 100 occurrences. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had tube push off and did not fill. There were 100 occurrences. There was no report of exposure, serious injury, or medical intervention. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tube push off with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to tube push off was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for tube push off with the incident lot was not observed. Additionally, testing of the retain samples was conducted and tube push off was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.